Manufacturer narrative:
Correction: h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the patient order was on hold. A technical support specialist confirmed that this typically occurs when a patient is transferred or placed on a leave of absence (loa). The customer was provided with information regarding loa handling in pyxis es. The orders in question were manually placed on hold. However, iest was unable to trace a21, a22, or a53 messages for these example orders, as the interface logs retain only 7 days of data. A follow-up with the user confirmed that no additional loa examples could be provided at this time. The technical support specialist is proceeding to close the case with the permission of the user.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue with the patient¿s medications not coming off hold. The customer reported that the medication was greyed out and the notification to the nurse was on hold. The medication was released in epic by the physician, but the orders for the patient on the pyxis server were still on hold. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue with the patient¿s medications not coming off hold. The customer reported that the medication was greyed out and the notification to the nurse was on hold. The medication was released in epic by the physician, but the orders for the patient on the pyxis server were still on hold. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.